Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) touch screen problem occurred and the unit automatically went on "standby" mode. The end user indicated that the iabp was powered off and again "powered on". Therapy started, and the iabp was working normal; however after a few hours the unit gave the same problem. The customer replaced the balloon pump with other one and calibrated the touch screen as per service manual instructions; however the issue was not solved. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised the customer that the sm1 is completely blocked, the filter is black generating a higher vacuum, this is due to the dusty weather in pakistan. The distributor has reported that the software was updated as per (B)(4) and has ordered the filters to be replaced upon arrival. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) touch screen problem occurred and the unit automatically went on "standby" mode. The end user indicated that the iabp was powered off and again "powered on". Therapy started, and the iabp was working normal; however after a few hours the unit gave the same problem. The customer replaced the balloon pump with other one and calibrated the touch screen as per service manual instructions; however the issue was not solved. There was no harm or injury to patient and no adverse event was reported.